Manufacturer narrative:
Updated fields: h6 and h10. Correction to e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. There was no issue with the device it was working as intended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera xenon light source had the image flickering. The issue was found during preparation for use for a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There was no delay and the procedure was completed with a similar device. There were no reports of patient harm.